Event description:
The complainant reports that approximately eight months following the placement of an enteral feeding device, the attempt to remove the device resulted in part of the button separating and remaining in the stomach. The device was not removed and was eliminated naturally. There were no reported adverse effects to the patient.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.